Event description:
During evaluation of a returned spectrum pump, the device keypad keys 7, 4 and 1 keys were found difficult to press/require more force than normal for response. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device the 7, 4 and 1 keys difficult to press, require more force than normal for response. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the keypad which was required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.